Event description:
It was reported that the bearings fell out of the collet while in use and were removed by hand. An x-ray was taken to determine that there was nothing left in the pt. No adverse consequences were reported and no add'l treatment was administered to the pt as a result of this event.

Manufacturer narrative:
The device was rec'd by the MFR for quality investigation. According to the quality engineer, the collet sleeve had disassembled from the attachment and the six balls that are inserted into the front end of the ball carrier had fallen out. The collet assembly was disassembled and there were no missing components.